Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lower portion of the ipg was too deep and angled at the bottom, apparently over time this caused patients discomfort. The patient underwent a revision procedure wherein the physician re-dissected the upper portion of the pocket to allow the ipg to lay flat. No device malfunction was suspected. The patient was doing well postoperatively. Nothing was added or removed.